Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: review of the black box revealed evidence of an unexplained power on reset event followed by battery alarms on (B)(6) 2016. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap on the contact hub. The pump was unresponsive using the returned battery cap; no audible tone, no vibration alert and a blank display upon battery insertion. The battery cap did fully tighten to the pump. The battery cap measurements were found to be within the required specifications and passed leaking testing. The pump case was removed for further investigation and did not reveal any evidence of damage, defect or moisture contamination inside the pump. 5. The pump failed to power on due to moisture contamination to the battery cap and battery compartment; no damage to the pump.